Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample or diluent and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed a bent tip clamp in position #4. The fe replaced the tip clamp, inspected all others, verified proper x-arm alignment, and x-arm calibration. The fe verified the repair by running routine tests. Repairs have returned this instrument to expected operation.